Event description:
It was reported that during an atrial fibrillation procedure, a torflex transseptal guiding sheath was selected for use. It was noted that there was a sticky paper on outside of sheath. The procedure successfully completed using original method and/or device. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. However, the reported allegation was confirmed based on the media provided. Correction to the initial MDR in block init rptr also sent rep to FDA (e4), in section e - initial reporter. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that during an atrial fibrillation procedure, a torflex transseptal guiding sheath was selected for use. It was noted that there was a sticky paper on outside of sheath. The procedure successfully completed using original method and/or device. No patient complications occurred. The device is not expected to be returned for analysis (disposed).